Event description:
Report received of an undelivery. The pump was programmed to deliver 230ml of an epidural solution containing marcaine 0.75% and fentanyl 500 micrograms at a rate of 10ml/hr. Reportedly, the pt was experiencing inadequate pain control. The epidural rate was increased to 14ml/hr. At an unspecified time later, the pump gave an audible alarm and displayed the message "empty container". The pump display indicated that 230ml had infused, but the bag was reportedly 2/3 full. The pt did not receive adequate pain relief. There were no reports of any medical intervention other than the described rate increase. The pump was removed from service. Though requested, there was no further info available.